Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, adenomyosis and nabothian cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), urinary tract infection ("bladder/urinary problems: uti"), tooth disorder ("dental probs"), vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"), menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: mood swings. Depression"), mood swings ("psychological or psychiatric problems condition: mood swings. Depression"), migraine ("migraines / headaches"), abdominal distension ("bloating"), swelling ("swelling"), arthralgia ("joint pain"), alopecia ("hair loss"), pelvic pain ("pain, pelvic"), abdominal pain upper ("pain stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), rheumatoid arthritis ("rheumatoid arthritis") and amnesia ("short term memory loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, back pain, hormone level abnormal, weight increased, tooth disorder, depression, mood swings, abdominal distension, swelling, arthralgia, abdominal pain upper, rheumatoid arthritis and amnesia outcome was unknown and the urinary tract infection, vaginal haemorrhage, menorrhagia, migraine, alopecia, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, depression, dysmenorrhoea, fallopian tube perforation, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, rheumatoid arthritis, swelling, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified). Result not provided. Pathology test - on (B)(6) 2015: uterus, cervix. And bilateral tubes with essure coils: cervix: small nabothian cysts. Endometrium: proliferative phase. Myometrium: adenomyosis. Essure coils (gross only). Clinical diagnosis / history ¿ pelvic pain, dysfunctional uterine bleeding. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: pfs received. Reporter's information added.event:dysmenorrhea (cramping) , rheumatoid arthritis ,short-term memory losswere added. Event: outcome were updated to recovered: pain , abdominal bleeding (vaginal, menorrhagia), alopecia, migraine , dysmenorrhea ,uti. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, adenomyosis and nabothian cyst. On (B)(6)2011, the patient had essure inserted. On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), urinary tract infection ("bladder/urinary problems: uti"), tooth disorder ("dental probs"), vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"), menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: mood swings. Depression"), mood swings ("psychological or psychiatric problems condition: mood swings. Depression"), migraine ("migraines / headaches"), abdominal distension ("other injury(ies) or complication (s) please describe: swelling, joint pain, bloating,"), swelling ("other injury(ies) or complication (s) please describe: swelling, joint pain, bloating,"), arthralgia ("other injury(ies) or complication (s) please describe: swelling, joint pain, bloating,"), alopecia ("hair loss"), pelvic pain ("pain, pelvic") and abdominal pain upper ("pain stomach") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, back pain, urinary tract infection, hormone level abnormal, weight increased, tooth disorder, vaginal haemorrhage, menorrhagia, depression, mood swings, migraine, abdominal distension, swelling, arthralgia, alopecia, pelvic pain and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, depression, fallopian tube perforation, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, swelling, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: (B)(6)0000 (imaging procedure - essure confirmation test (unspecified). Result not provided). Pathology test - on (B)(6)2015: uterus, cervix. And bilateral tubes with essure coils: cervix: small nabothian cysts. Endometrium: proliferative phase. Myometrium: adenomyosis. Essure coils (gross only). Clinical diagnosis / history ¿ pelvic pain, dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs & mr received: new events menorrhagia, vaginal bleeding, mood swings. Depression, migraine/ headache, swelling, joint pain, bloating, hair loss ,pelvic pain , stomach pain were added. Reporters, lab data and concomitant condition were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), urinary tract infection ("bladder/urinary problems: uti") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, back pain, urinary tract infection, hormone level abnormal, weight increased and tooth disorder outcome was unknown. The reporter considered back pain, fallopian tube perforation, hormone level abnormal, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2011. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs was received- event injury was replaced with new events- fallopian tube perforation, back pain, uti, hormonal imbalance, weight gain, tooth disorder, patient details were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.